Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and erosion. After dissection down to the urethra, a test with methylene blue was performed and showed a small urethral perforation. The aus was explanted, and it is planned to implant a new one in the next 3 months. There were no additional patient complications reported.